Event description:
It was reported that the radio frequency (rf head) would not interrogate devices and the pen would not move the cursor on the screen. The programmer and rf head have been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported interrogation issue; able to interrogate with the rf (radio frequency) head. Analysis found the lens is cracked in rf head upper case. (B)(4).